Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a false lead integrity alert was triggered by the implantable cardioverter defibrillator (ICD) due to t-wave oversensing and short v-v interval double counting. No interventions were taken and the ICD remains in use. No patient complications have been reported as a result of this event.